Manufacturer narrative:
The customer reported that the compella bed had a visibly frayed power with exposed copper wires and that a caregiver received a shock when attempting to connect the bed to ac power. The shock was described as the caregiver was ¿stunned.¿ the caregiver was advised to be seen in the ER. No medical intervention was required. The compella bariatric bed system is intended to provide patient support in healthcare environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step-down/progressive care, medical/surgical, high acuity sub-acute care, post-anesthesia care unit (pacu), and sections of the emergency department (ed). It is capable of being used with a broad patient population as determined appropriate by the caregiver or institution and is intended for patients between 113 kg and 454 kg (250 lb and 1000 lb). The device instructions for use states ¿before you plug the power cords in, make sure they are not damaged (cuts, exposed wires, worn insulation, etc.). If either power cord is damaged, do not use the bed. Contact your facility-authorized maintenance person or hill-rom (baxter) technical support.¿ likewise, it also mentions that "before you transport the bed, make sure that the power cord, hoses, and other equipment are correctly stowed. " a visual inspection was performed by the facility¿s biomedical technician who found the bed¿s power cord to be damaged with exposed copper wires the biomedical technician attributed the damage to the power to the bed¿s casters running over the power cord. The facility¿s technician performed a replacement of the cord. In this event, the staff member allegedly received a shock described as a ¿stun¿, medical intervention was not required, and the staff member was evaluated in the emergency room and then returned to work. Medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure was not required, concluding a serious injury did not occur in this case. The technician reported the cause of the power cord damage was due to the bed¿s casters running over the cord. If this use error (running over the powercord) resulting in a malfunction of the powercord (exposed copper wires), and the damaged powercord were handled by a user it likely cause or contribute to a serious injury. Therefore baxter is reporting this event.

Event description:
The customer reported that the compella bed had a visibly frayed power with exposed copper wires and that a caregiver received a shock when attempting to connect the bed to ac power. The shock was described as the caregiver was ¿stunned.¿ the caregiver was advised to be seen in the ER. No medical intervention was required.